Event description:
Patient reported having erratic blood glucose values from 50 mg/dl to 448 mg/dl. The patient was convinced that her device was not delivering insulin correctly because of her erratic blood glucose. The patient stated that she took 3 dex4 tabs to bring her blood glucose up when it was low. When the patient's blood glucose would elevate she would bolus to bring her blood glucose down. The patient had symptoms of nausea and loss of appetite when experiencing elevated blood glucose. The patient also switched to her back-up device. The patient stated that her blood glucose returned to normal after switching to her back-up device. No medical attention was necessary. The product has been requested for return to be evaluated.